Event description:
Description of complaint: I have a spinal stimulator from this company which was placed in my back in (B)(6) 2021. This was done in georgia but I have since moved to florida where my new medical provider is suggesting I have the battery replaced because I haven't gotten any relief from this stimulator since 2022. While living in ga, I went through many different representatives (people who sell you on the system and are supposed to check in with you regularly and ensure your equipment is working properly). Since moving to fl, I haven't been able to get assigned to a new rep. Today, I went in for an MRI which I have been waiting to have for nearly 2 months and I wasn't able to get the MRI done because my remote will not allow me to put it in MRI mode. My wife and the MRI technician called abbott's 1-800 # and my wife's call was never answered after waiting on hold for over 20 minutes and the MRI tech waited 20 minutes to speak with someone. While waiting for someone to answer, my wife and I attempt to google a possible solution, thinking maybe the remote is outdated (it's an ipod with wifi capability), and come across a few articles about a recall on the type and model I have. I have never been notified about a recall which is listed on their website and mentioned in a lawsuit. Now, I have to wait again to get in touch with another representative just so they can test the equipment and possibly fix it before I can get my MRI. This is causing me and my family extreme stress and painful hardship as the medical issue I need the MRI for has gotten significantly worse over this past month and a half I waited to get scheduled for an appointment. I am disgusted that this company never reached out to us to let us know of the issue and make a plan to fix it. I had to get put into this type of situation and find out on my own. I want someone in a position of authority to call me and make this right immediately. I shouldn't have to wait any longer all because they want to hide.